Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number s02021293 was released in a single batch. Batch1: lot qty of 43 units were released on (B)(6) 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 t20 hexlobe driver shaf (part #: 286725020 and lot #: s02021293) was received showing a slightly twisted and broken tip. No other issues were identified with the returned components of the device. The complaint condition of the broken is confirmed. Device failure/defect identified? Yes; the device failure/defect of a twisted and broken tip was identified during the investigation. Dimensional inspection: drawing reviewed: viper2 t20 hexlobe driver. Feature: tip diameter measured dimension: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Viper2 t20 hexlobe driver complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the viper2 t20 hexlobe driver shaf (part #: 286725020 and lot #: s02021293). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the driver shaft was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) viper2 t20 hexalobe driver shaft. This is report 1 of 1 (B)(4).